Manufacturer narrative:
The exposed portion of the soft cannula was found to have two tears. Fluid was observed exiting the tears during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose rose to greater than 250 mg/dl while wearing the pod between 5 and 24 hours on their arm. The patient was unsure the pod was delivering insulin. Device investigation found a tear in the cannula.